Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the device would shut off during testing. The biomedical engineer who evaluated the device reported that the devie had been retrieved from its location for testing and at that time, it was observed that the device did not have the necessary electrodes connected for use. The complainant indicated that there was no pt involvement in the reported malfunction.